Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying impedances. It was further reported that the lead continued to exhibit high and varying impedances, as well as noise and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.